Event description:
On (B)(6) 2026, the patient underwent a subclavian vein port placement procedure using the powerport m.r.I. Isp.during the procedure, it was noted that the needle tip of the introducer needle was too blunt to penetrate the vein. Additionally, due to poor visualization of the needle tip, an accidental arterial puncture occurred, resulting in bleeding. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. A photo sample was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.